Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was returned for analysis and the proximal end of the delivery wire was intact however the delivery wire was kinked. The main coil was noted to be broken/fractured at the main coil junction when the delivery wire was removed from the introducer sheath. The delivery wire was removed from the introducer sheath however the main coil was unable to be removed. Therefore a functional test was unable to be performed on the main coil. Based on the information available, it is probable that the damage was a result of handling of the device during the procedure; therefore, a root cause of handling damage during use has been assigned to the event.

Event description:
During product analysis it was found that the main coil was broken. There were no clinical consequences to the patient.